Manufacturer narrative:
The pod was returned for eval with the needle un-deployed. It was determined that the needle mechanism had not fired due to a mfg error. A pod malfunction is therefore confirmed to be a contributing factor to the customer's high bg levels. The user failed to note that the cannula had not fired upon placing the pod - this would have been visible through the viewing port. The omnipod user guide warns the user to "check the infusion site after insertion to ensure that the cannula was properly inserted." Note: after filling a pod with insulin, the pdm displays the message "after filling pod, listen for 2 beeps, then press 'next'". The report indicated that the beeps were not heard after the pod was filled, though the customer's mother proceeded to place the device on her daughter. If instructions were properly followed, this pod would have been immediately removed and replaced upon noticing that the pod had not initiated the double beeps.

Event description:
The customer's mother reported that this pod "never beeped" during the priming stage, though she had proceeded to place the device on her daughter. The pod was worn for the following three hours, during which time her bg levels had escalated from 176 mg/dl to 398 mg/dl. The mother claimed that her daughter "never received insulin." The pod was removed and replaced and will be returned for eval.